Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and compromised forced sensor and excessive no delivery test due to blank display. Pump received with broken battery tube threads, cracked reservoir tube window and cracked case reservoir tube window corners.

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer reported that the chamber where battery goes in is corroded and that there was a crack where battery cap goes in. The troubleshooting was performed and found that there was a crack in the window where reservoir goes. The customer was advised the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.